Event description:
It was reported to boston scientific corporation that on august 06, 2009, an extractor rx retrieval balloon was prepared for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation of the device while outside of the patient, the balloon inflation channel filled with contrast dye and it was difficult to deflate the balloon. The procedure was completed successfully using another extractor rx retrieval balloon. Follow up information indicates that the nurse believes that there was an interlumen leak between the injection lumen and the balloon inflation lumen, resulting in the inflation channel to fill with contrast. There were no external leaks in the balloon and no visible damage to the device or packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).